Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead was removed from service due to oversensing and inappropriate therapy. Insulation damage was noted at the connector with an outer coil break.